Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that xray not ready. Upon functional testing fse found cooling pump did not start due to low oil level. The fse full filled oil then cooling pump started. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the x-ray was not ready. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.